Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad; the scroll bar was moving on its own. At the time of the phone call the customer's blood glucose was 270 mg/dl, but in the past the customer had a blood glucose level of over 400 mg/dl. The customer had already reverted to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on the keypad traces. No scrolling numbers display anomaly noted. The device was received with minor scratched display window, cracked reservoir tube lip, and cracked reservoir tube.